Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to a femoral periprosthetic fracture. An accolade ii stem, head, and adm/ mdm poly insert were revised to a restoration modular stem with a new head and insert. Rep confirmed there are no allegations against the revised head and insert, and that no further information will be released by the hospital or surgeon.